Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. Fse confirmed the reported error by checking the error log. The fse replaced the diluent wash and waste pump. Fse performed diluent and wash prime multiple times with no errors. Then the fse performed daily check and ran multiple samples with no errors. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-360 operator's manual section 7-1: list of error messages states the following: error: 2012 air detected [diluent], description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported issue was due to a faulty diluent pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported error 2012 air detected (diluent) on their aia-360 instrument. Customer indicated that the inventory of the diluent is sufficient onboard the instrument. The customer reseated the wires on the diluent cap and cleaned the probes. Then the sample needle was checked for straightness and no errors were found. The technical support specialist (tss) requested the customer to perform diluent prime procedure which was completed without any errors. The customer proceeded to run samples on the instrument but the error still occurred. Customer indicated that the error only occurs during testing of samples not during diluent prime procedure. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.